Event description:
During the implant procedure, it was noted that they stylet for the right ventricular (rv) lead was too short. Additionally, a kink was formed at the distal portion of the rv lead. The rv lead was successfully implanted. The patient was stable.